Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated there was a delivery and catheter failure that resulted in withdrawal, failure of therapy, pain, surgery, and hospitalization. It was noted the date of surgery was (B)(6) 2016.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
On (B)(6) 2017 a medwatch (report #mw5071687) regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain was received. The medwatch was indicated as having been submitted to the FDA on (B)(6) 2017 by a consumer. It was reported that the patient had a second pump implanted and it was ¿faulty,¿ but there was no proof of what happened to the second pump, per the consumer. It was stated that after the second surgery, the patient was told that the catheter was left in the patient, which had caused the patient ¿major problems¿ so the consumer felt they must let others know about the risk they are taking when choosing doctors and medical devices. It was also stated that this had caused the patient more pain and depression than one person should have to carry around.¿ it was noted that the patient was trying to remember all dates, but was having issues with their short-term memory. The patient¿s concomitant medical products were reported as baclofen, oxycontin, and oxycodone. The event outcome was reported to be life threatening and required intervention.